Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged stylet was confirmed and determined to be use related. The product returned for evaluation was one stylet. A gross visual inspection of the returned unit found that the outer coil wire of the stylet was elongated, and the weld tip was missing. Microscopic inspection of the stylet fracture sites found that both the outer coil wire and core wire had sharply formed fracture edges. Additionally, both the core wire and outer coil wire had striations present on the fracture surface. The observed features were consistent with damage caused by contact with a sharp-edged instrument, suggesting that the stylet may have been cut when the catheter was trimmed to length. An examination of the stylet structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the stylet is excessively long, and the tip is not sheathed. No further information can be provided by customer. It was reported this occurred with three devices. This report addresses all three devices. 02/19/2026: it was found during an investigation the outer coil wire became unraveled, and the distal tip of the stylet was observed to be missing.